Event description:
Boston scientific received information that during an interrogation, the right ventricular (rv) lead exhibited complete loss of sensing and capture at maximum outputs along with high out of range pacing impedance measurements. Review of the daily measurements found that about two months earlier the rv lead impedance measurement suddenly increased from 850 to 2500 ohms in a one week time frame; the patient denied any trauma to the chest. However, the patient did report lifting a twenty pound turkey over her head during that week. No noise was observed on the ventricular channel and no attempt to elicit noise was made as the lead was unable to sense anything even at max sensing. A revision procedure was performed. During the procedure a fluoroscopy image revealed that the lead had not dislodged but it was noted that the left subclavian vein was occluded with a probably fracture at the site of the occlusion. Subsequently the rv lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.